Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be identified. The reproducibility of ¿no image¿ phenomenon is unknown since the device has not been returned by the facility, the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image and the contact pins at the socket is deformed. The event occurred during preparation for use, prior to a diagnostic gastric procedure with no more than 15-minute delay. The procedure was aborted and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the no image failure.